Event description:
Employee had a body fluid exposure & radioisotope exposure from a pts peripherally inserted central venous catheter line when a back spray of blood and contrast occurred after injection of contrast in the peripherally inserted central venous catheter line.